Event description:
During a laparoscopic bariatric procedure, the safety lockout mechanism on the cartridge failed and allowed the device to fire without staples present. Hand sutures were used to close the anastomosis. There was no reported pt consequence.